Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the site experienced an instrument recognition issue with the maryland bipolar forceps instrument. The instrument forceps was examined and a rattling sound was heard; when it was gently shaken, fragments from the connection area fell out. The site then used a backup instrument of the same type in place of the affected instrument. There was no reported injury.